Event description:
The customer reported 5 confirmed false positive results with the binaxnow covid-19 antigen self-test using the same lot. This report addresses test 4 of 5. The customer reported a false positive result with the binaxnow covid-19 antigen self-test performed between (B)(6) 2022 and (B)(6) 2022 using a nasal swab. Confirmation testing via an unknown platform generated a negative result. The specific demographics for this patient were not provided. However; the customer stated of the 13 total patients tested, 7 patients were six years old and 1 patient was eight years old. Additionally; 6 were male and 2 were female. The customer confirmed there was no patient harm due to the test results. Additionally; the customer confirmed there was no delay or impact in the patient's treatment.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion. Reference all MFR reports: 1221359-2022-02880 through 1221359-2022-02884.

Manufacturer narrative:
This supplemental report is being submitted to provide the investigation conclusion. Please see updates: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 188666 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160/ lot 188666 and test base part number 195-430h / lot 184934. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 188666 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample.